Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that the pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. Based on provided information, it was found that measured values were incorrect. Pressure transducer printed circuit boards were replaced and the issue was solved. The unit passed all the tests and was returned for clinical use. The device's logs and defective part were not available for further investigation. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause of the reported issue has been determined, as related to faulty pressure transducer printed circuit boards.

Event description:
Manufacturer's ref. #: (B)(4).